Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and confirmed there were no errors associated with swapping. The surgeon was swapping incorrectly. Universal surgical manipulator (usm)1 worked for remainder of case after discussing. All arms swapped correctly and showed intuitive motion. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, universal surgical manipulator (usm) 1 instrument movement is non-intuitive. Operating room staff tried two different instruments in usm1 before calling the intuitive technical support engineer (tse). Surgeon removed usm1 instrument and is continuing with case robotically using usm 2 and 3. The procedure was completed as planned with no reported injury.